Event description:
It was reported that a shaft break occurred. The patient was undergoing a percutaneous coronary intervention. A 2.5mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. While advancing the emerge, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).